Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was flashing black and white after the customer fell on the device. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unable to verify missing segment due to pump received with a constant flashing white light on the display due to vertical cracked lcd controller electronic board. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.